Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with normal operating currents. There was no unexpected battery out limit noted. There was no moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corners, battery tube threads and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after customer was caught in a rainstorm and the device did get wet. Customer's blood glucose was 165 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.